Event description:
It was reported that during a low anterior resection procedure, the closing handle broke away from the device while trying to close down on the rectum. The device was replaced with a like device. The same problem occurred with a second device while again trying to close down on the rectum. I was told that the rectal tissue was very fibrous due to radio therapy and they suspected it was the tissue which has caused the device to break and not the device itself. They didn't try a third device. The case was converted to an abdominoperineal excision of rectum. Delay of fifteen minutes.

Manufacturer narrative:
(B)(4). Additional information: additional information received: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable. The conversion from lar to apr was predicated on the fact that the patient¿s tissue was fibrotic; therefore, there is no relation to the function of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.